Event description:
It was reported that the implantable pulse generator (ipg) had undersensing, wrong stimulation and a high sensing value. It was further reported that the device had a bit flip. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.